Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. One almost full syringe in return. Number of units and lot is in accordance with report. The syringe has been used and the flange is broken. Visual inspection has been performed of provided picture in terms of overall appearance. Picture displays two used syringes with the flange broken off. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint no quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On march 26, 2025, palette life sciences received a notification from a [distributor] in switzerland. It was reported that "the thumb rest of the plunger has broken off during use, therefore not all of the gel could be applied. Two syringes involved." Additional information received on april 01, 2025 indicated that "there was no injury or adverse event other than having to take new syringes." Associated MDR reports: 3014909464-2025-00018 and 3014909464-2025-00019.

Manufacturer narrative:
(B)(4).

Event description:
On march 26, 2025, palette life sciences received a notification from a [distributor] in switzerland. It was reported that "the thumb rest of the plunger has broken off during use, therefore not all of the gel could be applied. Two syringes involved." Additional information received on april 01, 2025, indicated that "there was no injury or adverse event other than having to take new syringes." Associated MDR reports: 3014909464-2025-00019.